Event description:
The customer reported that during a device replacement procedure for normal battery depletion, this right atrial lead was surgically abandoned. It had displayed rising threshold measurements and poor p-wave amplitude morphology. Impedance measurements were also low at 190 ohms. A new right atrial lead and pacemaker were successfully implanted. To date, no adverse patient effects were reported. The device was actively implanted for appoximately 4 years, 8 months.

Manufacturer narrative:
The manufacture is trying to get the device back for analysis; if obtained a follow-up report will be sent.